Event description:
It was reported that patient faced introducer needles did not penetrate skin during the insertion process on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction injection via mdi.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.